Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) post pace. Follow up with the company representative indicated several reprogramming options were tried, but no permanent reprogramming changes were made. The lead remains in use. No patient complications have been reported as a result of this event.